Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 146 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm. No significant event leading to the alarm were observed. Stuck button troubleshooting was performed and confirmed that the customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. The pump passed the self test however, unable to perform the displacement test or verify unresponsive keypad/stuck button alarm. Moisture damage was also found on the force sensor and electronic assembly during visual inspection. No moisture damage found on the keypad assembly. A test reservoir was installed and did not lock in place due to missing retainer. The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window.